Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on stapling of the stomach to create the sleeve, when trying to locate the third reload around the tissue, the surgeon articulated the reload but it immediately went back straight by itself. It was tried again and it did the same. Reload was then replaced and it went back working normally. There was no patient injury.